Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed which included a pressure test and a clear passage test which had unsatisfactory results. The reported condition was verified. The cause of the condition was due to blockage in the clear part of the check valve and was determined to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a learlink system non-dehp continu-flo solution set would not prime. There was no patient involvement. No additional information is available.